Manufacturer narrative:
The information received by smith and nephew has identified that this event should be re-evaluated for MDR reporting and it was determined that brain lab is the legal manufacturer of the complaint device. Therefore, this event will be routed to brain lab for further review and event reportability. If further details are provided confirming the occurrence of a reportable event involving a smith and nephew device, our files will be updated accordingly and a further report will be submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during a cori assisted surgery, upon clicking pointer remote for final leg length/offset position function, leg was in the green but when pressing the button to execute the function, an error was given. When clicking on error it indicated that the distance was too large, greater than 30 mm. At this point, coris usage was pulled by the surgeon. Upon review of the case and speaking to an engineer, they mentioned that the cup registration error was probably the case. When registering points of the lunate surface of the acetabulum, the surgeon was having extreme difficulty in getting the camera to pickup the probe posteriorly and mapped bad points despite successfully mapping. After initial registration, the cup navigation function templated the cup to be a 44mm shell giving uncertainty because the template off x-ray was 54mm. In the interest of speed, the surgeon decided to proceed with the registered points for a 44mm template and just ream up to around a 54mm shell and still use leg length and cup navigation. The surgery was completed, after a non-significant delay, changing to manual procedure. No injuries were reported.

Manufacturer narrative:
Internal reference: (B)(4).